Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The home patient (hp) was still connected. The supply bags were empty except for some solution in the heater bag. The technical service representative (tsr) asked if any of the bags came undone and per the hp, no. The tsr explained the alarm and assisted the hp to clear the alarm by turning the hc off/on. System error 2367 alarmed (see comment in activity tab). The tsr had the hp cycle the power off/on again to press go to start. The hp will finish with a manual bag. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).